Event description:
Complaint is reportable based on analysis completed on (B)(4) 2012. It was reported that during a stenting treatment procedure, the stent would not cross the lesion. The procedure treated the target lesion located in the severely tortuous mid right coronary artery. Pre-dilation was performed with a 2.0x20mm non-bsc balloon. Next a 3.0x28mm promus element stent was advanced for treatment but with several attempts could not cross the lesion. The procedure was completed with an unspecified 3.0x16mm stent. No patient complications were reported and the patient status is good. However, analysis of the returned product revealed that there was stent damage.

Manufacturer narrative:
(B)(4). Device is combination product. A visual and microscopic examination found that the stent was damaged at the distal end. Struts on the two most distal rows were lifted upwards. No other issues were noted with the tip and balloon of the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. Traces of blood were visible in the guidewire lumen indicating the device was used in vivo. Solidified contrast medium was visible in the inflation lumen indication the device was prepped for use. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).